Event description:
During an incident in 2004 involving a pt in cardiac arrest, the unit powered off with a "low battery" prompt. The battery was replaced and the same thing happened. Als intervened and transported the pt to a hosp. A co-worker said the pt complained of a headache and suddenly collapsed. CPR was initiated immediately, during battery change and after the second shut down with "low battery" prompt. A bag valve mask with oxygen was used at the scene.